Event description:
It was reported that the tip of the crosslink driver broke in three places. The MFR representative does not think any of the pieces were left in the pt. Although the instrument was used in surgery, no pt complications were reported.

Manufacturer narrative:
(B) (4): the product was returned for eval. Visual examination found the tip of the driver was completely broken off. The two broken tabs were not returned for analysis. The driver was checked for torques limiting capability and found within specification. The examination of the fractured surface shows some discoloration of the material. Evidence of shear fracture was confirmed. It appears that the breakage was initiated due to the torsional stresses. A review of the device history records did not identify any nonconformance to specification.